Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog#: igtcfs-65-1-uni-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Description of event according to initial reporter: physician reports a 5th instance of filter tilt with same description as the previously reported four cases ((B)(4)). From (B)(6) 2018. We have had 5 instances now. All were the cook celect® platinum navalign uniset vena cava filter set." - see description of the previous cases below: as reported to customer relations by the customer, "the filters are tilting when being inserted. It has happened 4 times with 3 different physicians. One time it was jugular approach and the other 3 were femoral. The rep was present for the 4th occurrence. The physicians are having to re sheath the filter to reposition or use a balloon to adhere it to the wall of the vessel.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi). 400 daniels way. Bloomington, in 47404. Registration no.: 3005580113. H6) ec method code: 4109 - historical data analysis. 4114 - device not returned. 4119 - insufficient information available. Ec conclusion code: 4315 - cause not established. Summary of investigational findings: investigation is based on event description and visual inspection of the provided clinical imaging. The imaging provided have not been able to assist the investigation. Furthermore, lot information has not been provided to confidently identify which lot was in connection to this complaint. In result, investigation has been based on limited information and evaluation, including conclusion as why the filter tilted upon being deployed from the delivery system cannot be drawn. It is noted that the filter was successfully placed after additional procedure to ensure correct placement of the filter. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. IFU states in precautions section that the product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog#: igtcfs-65-1-uni-celect-pt. G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. B5) patient outcome: no reported adverse effects on the patient due to this occurrence. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: physician reports a 5th instance of filter tilt with same description as the priviously reported four cases ((B)(4), (B)(4), (B)(4) & (B)(4)). From (B)(6) to (B)(6) 2018. We have had 5 instances now. All were the cook celect® platinum navalign uniset vena cava filter set." - see description of the previous cases below: as reported to customer relations by the customer, "the filters are tilting when being inserted. It has happened 4 times with 3 different physicians. One time it was jugular approach and the other 3 were femoral. The rep was present for the 4th occurrence. The physicians are having to re sheath the filter to reposition or use a balloon to adhere it to the wall of the vessel. Patient outcome: no reported adverse effects on the patient due to this occurrence.